Manufacturer narrative:
Multiple attempts were made to contact the account via email and phone to obtain additional details. It was reported "having to send patients to the ER because the values are reading low". The facility this occurred at is a long term care facility. It is unknown if the reading of "low" was in error or if a true low reading. It is unknown how the facility verified these readings were inaccurate. It unknown what type, if any, treatment was required. It is unknown what the facility's process is for treating low blood glucose results or what treatments these patients received prior to being transported to the ed. No sample was returned and a root cause could not be determined. In an abundance of caution this medwatch is being filed.

Event description:
A glucose monitoring device was reading low.